Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. A replacement wall adapter was sent to the customer and the pump was able to successfully charge. There was no impact to blood glucose.